Event description:
The customer stated that higher than expected architect stat troponin-I values were observed with reagent lot 91925un11. The customer uses a cutoff of 0.03 ng/ml for the stat troponin-I assay. Two patient samples generated values above the cutoff using reagent lot 91925un11 but below the cutoff using a different reagent lot (14273un11). No adverse impact to patient management was reported. Patient #2 (sample ID "(B)(4)"): 0.034 ng/ml (lot 91925un11) and 0.0 ng/ml (lot 14273un11).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Complaint tracking and trending was reviewed. Atypical complaint activity was identified. However, precision and accuracy testing performed using the likely cause lot number, 91925un11, met acceptance criteria which indicates acceptable product performance. A review of labeling concluded that the issue is sufficiently addressed. No additional issues were identified as a result of the complaint investigation. No product deficiency was identified.